Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula at the thigh insertion site due to insufficient subcutaneous tissue and scarred or hardened tissue which led to high blood glucose and was treated using the pump on 26 mar 2026